Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded a ventricular event with a very consistent pattern. Electromagnetic interference (emi) was suspected to be causing this episode, therefore, causing inappropriate anti-tachycardia pacing and shock therapies. Although all lead measurements were within normal range, it was recommended to evaluate lead or determine if there was a confirmed emi source causing the episode. There were pauses of greater than two seconds, even nine seconds pauses with asystole. The rv lead and the ICD remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded a ventricular event with a very consistent pattern. Electromagnetic interference (emi) was suspected to be causing this episode, therefore, causing inappropriate anti-tachycardia pacing and shock therapies. Although all lead measurements were within normal range, it was recommended to evaluate lead or determine if there was a confirmed emi source causing the episode. There were pauses of greater than two seconds, even nine seconds pauses with asystole. After a follow up with the field it was determined that the ventricular event could not been confirmed to be inappropriate therapy or real therapy. The rv lead was checked and was fine. They will continue working with the patient to determine the noise source. The rv lead and the ICD remain in service. No additional adverse patient effects were reported.